Event description:
Reported false negative result for 1 patient. The customer communicated it was confirmed by another rapid antigen assay.

Manufacturer narrative:
Investigation conclusion: a review of the device history record did not find any issues relating to the reported problem. A review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the device history record and the complaint history log for this lot and no significant trends were identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: email.